Event description:
It was reported to covidien on 07/09/2009, that a customer had an issue with an insulin syringe. Customer reports that the cannula broke off in her skin. She was able to retrieve the cannula herself.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.